Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic abdominal cerclage procedure, the sonicbeat device experienced probe damage. There was no falling off inside the patient¿s body. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, h3, h4. The device was returned to olympus for inspection, and the reported failure of probe damage was confirmed due to the probe being identified as broken off. Based on the results of the investigation, it is likely that the reported event occurred through the ultrasonic activation was applied while metal clips, stapler needles, were sandwiched between the probe and tissue pad, causing damage to the probe. In addition, marks were left on the tissue pad. Force applied to activate the output or to grasp the tissue resulted in cracks forming at the scratched area. In addition, an error occurred. Force applied to the probe caused it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.